Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 during normal use the patient had increasing tremor and stimulation parameters changed. Contact 2 on the left lead was defective, how this was diagnosed is unknown and the cause of the defect is unknown. The target location of the lead is the ventral intermediate nucleus (vim). Actions/interventions required as a result included an unscheduled clinic visit and reprogramming on (B)(6) 2015. No surgical intervention had occurred nor was any planned. The issue was not resolved, event was ongoing. This related to lead one and not lead two. The patient was alive with injury. Patient's medical history included smoking, coronary artery disease, lung disease, essential tremor and the patient was currently on movement disorder and or psychiatric medications.

Event description:
Additional information received reported device interrogation was performed and revealed that the stimulator was not working. It was noted this had been performed in different country so the report was not available.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the device was explanted due to low impedances. The patient having a tremor diagnosis was also confirmed. The ins battery reaching elective replacement indicator (eri) was also noted. The provisional surgery date was (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event was resolved as of (B)(6) 2016. No further complications were reported/anticipated.